Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During recent in-situ measurements all electrode channels were seen to have high impedance status or be involved in short circuit. The patient is using a hearing aid on the contra-lateral side. The parent did not report any concern regarding the patient's hearing performance; however during an implant check a decrease in performance was noted. No report of accident or trauma.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recent in situ measurements shows all electrode channels to have high impedance status or short circuit. The patient is using a hearing aid on the contra-lateral side. The parent did not report any concern regarding the patient's hearing performance. The patient will be reimplanted.